Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced and was able to cross the lesion. However, upon inflation, the balloon ruptured prior reaching nominal pressure. There were no patient complications reported and the patient's status was good.